Event description:
The pt reported that after wearing the pod for less than 24 hours, she was hospitalized with blood glucose reading of 20 mmol/l (360 mg d/l) and ketones were 6.5. They treated her with an infusion of nacl and insulin. She stayed in the hospital for a day before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.